Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): it was reported by the customer that when the shower trolley was moved one of the legs fell off. It was also reported that during the christmas holidays the school was used by a group who rent the facility and they think they have broken the shower trolley and tried to cover up the fact by loosely refitting the leg. There were no reported injuries. (B)(4).